Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they cannot calibrate pressure sensors and fails pressure tests. No patient involvement.

Event description:
The customer reported they cannot calibrate pressure sensors and fails pressure tests. No patient involvement.

Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/20/2015 to the present date 01/19/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.